Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
An a 1059 mayfield skull clamp was reported to have slipped and caused a laceration on a patient.